Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and diagnostic coronary procedure was delayed for less than 20 minutes and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an intermittent x-ray tube error during fluoroscopy. Review of the system log file showed that the lateral x-ray tube failed to calibrate resulting in the x-ray tube not being able to process fluoroscopy. The fse recalibrated the lateral x-ray tube including tube adaptation, tube yield calibration, detector calibration and level 1 image quality (iq) test. Later the issue reoccurred after a week and fse replaced the fdc (flat detector controller) to resolve the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was intermittently unavailable. The issue was found during clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.